Manufacturer narrative:
The device has been received for evaluation; however, device evaluation is not yet complete. A supplemental report will be submitted upon completion of the evaluation.

Event description:
It was reported that the customer was in a car accident and the pump touch screen became shattered; consequently, customer could no longer deliver insulin due to the damage. There was no adverse impact to customer's blood glucose. Reportedly, customer reverted to alternative pump for insulin therapy.